Event description:
Material#: 305195 batch# unknown it was reported by customer that over the last few months my team has noticed a substantial increase in vial coring from the central IV room. This is occurring across all shifts, and both seasoned techs as well as new techs are coring vials. I am working through various hypotheses about whether there¿s a manufacturing issue with the bd needles we use, with the rubber used in vial stopped, or if it¿s truly just issues with technician technique when compounding. I had reached out to specialty pharmacy to ask if they had seen anything, and jimmy actually stated he¿s noticed a huge uptick in coring recently as well, which is leading me to wonder if it is a material issue rather than technique (although it could still be technique). Markey uses closed system transfer devices so they wouldn¿t really see cores, and I have not heard anything from peds about them noticing cores. Verbatim: customer has seen increased coring of drug vials. Is trying to determine if caused by bd needles. From customer email: over the last few months my team has noticed a substantial increase in vial coring from the central IV room. This is occurring across all shifts, and both seasoned techs as well as new techs are coring vials. I am working through various hypotheses about whether there¿s a manufacturing issue with the bd needles we use, with the rubber used in vial stopped, or if it¿s truly just issues with technician technique when compounding. I had reached out to specialty pharmacy to ask if they had seen anything, and jimmy actually stated he¿s noticed a huge uptick in coring recently as well, which is leading me to wonder if it is a material issue rather than technique (although it could still be technique). Markey uses closed system transfer devices so they wouldn¿t really see cores, and I have not heard anything from peds about them noticing cores. Jimmy and I are both encouraging our staff to start submitting safety reports when they notice vial coring so that we can better track the following data over time: specific type of needles used (i.e., bd 18g needle) specific ndc of the vial that cored to see if certain manufacturers have issues over others order # involved so that we can track which technician was involved

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.